Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00298; 2122870-2016-00299. (B)(6).

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed patient samples two (2) additional times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, and obtained lower results within the assay's normal reference range. The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the results obtained on (B)(6) 2016. MDR 2122870-2016-00298 addresses the results obtained on (B)(6) 2016 no hardware errors or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to (B)(6) 25°c (degrees celsius). No issues with sample integrity were reported by the customer.